Event description:
Affiliate reported that after implantation, it was noted that the device would not reprogram the pressure. As a result the device was replaced.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon receipt of the device it was verified that the stator was dislodged. Therefore the cam position/pressure could not be determined. During a magnified inspection of the device it was also noted that the valve casing and cam mechanism was damaged, which could have been caused form some form of impact. This however could not be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.